Manufacturer narrative:
The customer indicated the devices were discarded. All affected customers were notified via a device information. See scanned page.

Event description:
General report received of an unspecified number of undocumented incidents of difficulty regulating flow; subsequently the patients received more IV fluid than intended. The tubing sets were being used to deliver unspecified amounts of IV solutions. After unspecified lengths of time in use, the customer contact reported, "cannot adjust flow with roller clamp, subsequently overdelivery of saline has occurred." It was reported that either the tubing sets were replaced or remained in clinical use and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.